Manufacturer narrative:
No equipment was returned for evaluation as the pump was not explanted. A correlation between the pump and the reported event could not be conclusively established through this evaluation. The manufacturer¿s review of the submitted log file revealed a slight elevation in pump power value and decrease in pulsatility index over time. Based on the manufacturer¿s complaint history and similar reported events, the log file data with the report of elevated lactate dehydrogenase level could be indicative of device thrombosis. The instructions for use lists device thrombosis, hemolysis, and bleeding as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
The referenced report of stroke that occurred in (B)(6) of 2016 is covered under medwatch MFR# 2916596-2016-00586. (B)(4). Approximate age of device ¿ 1 year and 9 months. (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted to the hospital from a rehabilitation center with altered mental status, lack of appetite, an elevated lactate dehydrogenase (ldh) level of 1600 u/l, a plasma free hemoglobin of 24 g/dl and an inr of 1.3. The patient had recently been in the hospital for gastrointestinal bleeding (previously unreported) and was on anticoagulation hold. On admission, the patient was restarted on aspirin and heparin infusion. It was reported that the patient was not a candidate for a pump exchange and elected hospice care following stroke and suspected pump thrombosis. The patient expired on (B)(6) 2016. Prior to this admission, in (B)(6) of 2016, the patient suffered an ischemic stroke that converted to a hemorrhagic stroke. The patient had residual right sided paralysis and was discharged to a rehabilitation center on (B)(6) 2016.